Event description:
The customer stated that after she dropped the insulin pump on the floor, the display went blank. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint and lifted traces on the interface board.